Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated a (B)(6) (surface antigen of the (B)(6)) result for six (6) patients which upon repeat testing on an alternate instrument, results were non-reactive. Reactive results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Per the customer, low level qc was out of specifications, high. "The other qc was near the lower limit." Specific qc data was not supplied. A system check failed the unwashed portion. The date when system check was performed is not known. Data was not supplied. Bci field service engineer (fse) replaced aspirate probe tubing due to "fliers" in the system check. A repeat system check and qc were well within specifications. Although system issues were addressed, a definitive root cause could not be determined with the data supplied.